Event description:
Related manufacturer: 2182269-2017-00090, 2030404-2017-00032, 3005334138-2017-00121. During a pulmonary vein isolation procedure a cardiac tamponade occurred. During the post assessment the tamponade was diagnosed. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system and ensite case study were returned. The log file and case study analysis concluded that the catheter performed as intended. The optical signals conformed to specifications, the recorded temperatures indicated cooling during rf ablation, and force measurements were displayed throughout the procedure. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. A review of the device history record was not possible since the batch number was unavailable. The cause of the reported cardiac tamponade cannot be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a pulmonary vein isolation procedure a cardiac tamponade occurred. After the procedure the patient complained of not feeling well and became hypotensive. An echocardiogram revealed a cardiac tamponade, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.